Event description:
It was reported that the patient was in the medical center as an intensive care in-patient for seizures. There was concern regarding whether the device was still working. The hospital staff thought that the generator battery may be dead. The vns treating physician has not seen the patient in some time and therefore was unable to provide further information. Good faith attempts for additional information have been unsuccessful to date.

Event description:
It was reported that the patient was hospitalized for increased seizures which the medical professionals believe is likely associated with the generator being at end of service.